Event description:
It was reported that an ilet user experienced hyperglycemia with cgm readings showing ¿high¿ on the g6 app and initially no readings on the pump due to missing transmitter and sensor codes, after which the pump was configured and began displaying ¿high¿; the user also reported performing false meal announcements to obtain insulin and later saw glucose trend from over 400 mg/dl to 340 mg/dl without symptoms, and was advised to change infusion set and related supplies. Symptoms included no reported clinical effects. Outcomes included no medical intervention beyond troubleshooting and user education, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting, user education on responding to alerts and avoiding false meal announcements, and recommendation to replace supplies. Investigation of this case revealed user setup error for cgm pairing and inappropriate use behavior that could contribute to hyperglycemia, with subsequent correction restoring cgm data to the pump. It was concluded that the event was related to use error and behavioral factors rather than a device malfunction, with glucose trending downward after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.